Manufacturer narrative:
Rda did not receive this device. An extensive search was preformed and could not locate the device. If and when the device is located, this will be reopened and the device further analyzed.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.